Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This smartablate¿ system irrigation pump (EU) was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smartablate¿ system irrigation pump and a ¿low flow without error message¿ issue occurred. During ablation, the irrigation bag was taking longer than expected to empty. It was determined that the pump was not delivering the appropriate amount of irrigation fluid. There was no error message that displayed on the smartablate¿ system irrigation pump. During the procedure, a temp limiter error displayed. It has not been confirmed if the generator stopped ablation. Generator was set on automatic mode. There were no patient consequences. Additional clarification has been requested on this event. However, no further information has been made available. The temperature limiter error displayed was assessed as not reportable as the generator automatically shuts down. There is no indication that the generator did not automatically shut down. Therefore, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The low flow delivered from the irrigation pump during ablation and there was no error or warning message on the smartablate¿ system irrigation pump was assessed as a reportable malfunction.

Manufacturer narrative:
Additional clarification was received on (B)(6)2018 on the event.. The lead cardiac physiologist believes the pump/generator behaved as expected upon the temperature alarm (ablation stop). Their complaint was related to the fact that irrigation seemed reduced, leading to more high temperature alarms than usual. When they received the loan irrigation pump they noticed a more evident sprinkle of saline when flushing the catheter compared to theirs. There were no issues with the generator not stopping ablation when these temperature alarms were shown. After further review, this event was re-assessed to not reportable. The device functioned as intended in terms of saline delivery. The pump rate is based on number of cycles turned by the pump. As long they are turning correctly, there is no device malfunction. However, since it has already been reported to the FDA, any additional updates received will continue to be reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an ablation procedure with a smartablate¿ system irrigation pump and a ¿low flow without error message¿ issue occurred. During ablation, the irrigation bag was taking longer than expected to empty. It was determined that the pump was not delivering the appropriate amount of irrigation fluid. There was no error message that displayed on the smartablate¿ system irrigation pump. During the procedure, a temp limiter error displayed. It has not been confirmed if the generator stopped ablation. Generator was set on automatic mode. There were no patient consequences. Additional clarification was received on october 25, 2018 on the event. The lead cardiac physiologist believes the pump/generator behaved as expected upon the temperature alarm (ablation stop). Their complaint was related to the fact that irrigation seemed reduced, leading to more high temperature alarms than usual. When they received the loan irrigation pump they noticed a more evident sprinkle of saline when flushing the catheter compared to theirs. There were no issues with the generator not stopping ablation when these temperature alarms were shown. The device was evaluated and no error was found. Device is within specification. The device was subjected to a preventative maintenance, safety and functional testing and all tests passed. No malfunction found on device. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).